Event description:
Impedance was less than 250 ohms on pair 0, 3. There was a response on 1, 2, 3 and it was planned to try and program around the short. F/u info indicated that reprogramming around the electrode pair was successful and the pt was reported as doing "quite well".

Manufacturer narrative:
(B) (4).